Manufacturer narrative:
A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. A sample has been returned for evaluation. The sample was visually inspected and it was as deemed conforming. Actuation testing was performed and it was deemed nonconforming. The initial test was deemed nonconforming, due to the cutter not opening or closing completely. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck or worn after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This nonconformance was not related to the reported issue. Aspiration testing was performed and it deemed conforming. Small champagne bubbles were observed during testing out aspiration tubing. This small size of bubbles was considered an acceptable level. The probe was disassembled and the components inspected. There was approximately 30-45 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was slight resistance felt when removing the inner cutter from the needle. There were wear marks at the bend area, cutting edge and at the front of the inner cutter. The complaint evaluation did confirm the customer did encounter bubbles during testing, but the testing was considered acceptable based on the size of the bubbles observed. The reason why the air bubbles were generated by the end user cannot be determined from this evaluation. Bubbles can be generated when certain machine parameters are present and a vacuum is not present. The absence of vacuum may allow air in the line to flow back through the probe and out the port opening. (B)(4).

Manufacturer narrative:
Evaluation summary: no constellation 23ga ultravit probe was returned for bubbles originating from the probe for a one to two minute period. For this complaint file, the final customer lot was identified. For this final lot, three component probe lots were used to make up the final lot. A device history record review for each of the three component lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4)

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event does not meet requirements for reporting as a reportable malfunction. The initial decision to report was incorrect and previous similar reports have not led to a serious injury and it is not likely that a recurrence would result in a serious injury.

Manufacturer narrative:
A sample was received by a company representative and sent to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that air bubbles appeared during a vitrectomy procedure. The bubbles came from the probe for 1 or 2 minutes. The surgery was continued since the probe was working properly. The air bubbles were removed and the procedure was completed. No system message was displayed. Additional information provided by a company representative informed that there was no patient harm. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the event that occurred on (B)(6) 2015.